Manufacturer narrative:
Concomitant medical products: 4968-60 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) which caused reduced biventricular pacing. The rv lead remains in use. No patient complications have been reported as a result of this event.